Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the lead check under the fluoroscopy externalized conductors were noted. Impedance measurements were adjusted. The patient will be monitored with a routine follow-up. The patient was in good condition.